Event description:
When spiking secondary IV for patient, a nurse noted that there was contamination in the drip chamber. Nurse stated that he noted a rough area where the spike attaches to the drip chamber and there was fluid in an area that should not have fluid. Patient was to receive a potassium rider. New tubing obtained. Defective tubing did not reach the patient. Defective area is where the chamber is sealed to the spike.